Event description:
It was reported that the pump showed the primary audible alarm, but the speaker did not sound. The event happened on power on. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the customer reported issue. Functional testing found that the cause of the issue was the speaker. The speaker was replaced and the pump then passed all testing.